Manufacturer narrative:
It was reported that the nit would not turn on. A quote was sent for service to the customer. The quote later expired due to no response from the customer. No further action provided. The quote later expired due to no response from the customer. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit will not turn on. It is unknown if the unit was in clinical use at the time of the reported issue. No patient or user harm was reported. A service quote was sent to the customer.